Event description:
Found during inspection. Customer called to report device is displaying a service icon. A replacement device was provided to the customer. When physio-control evaluated the device it was observed that the defibrillator charge to the high voltage storage capacitor malfunctioned.

Manufacturer narrative:
Physio-control failure analysis further evaluated the device and determined that root cause for the malfunction was the connector plug to connector jack, designator j502 was seated incorrectly.